Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event (noisy images) was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event (noisy images) could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to temporary occurrence due to some factor, such as the effect of long-term use from the investigation result or short-circuiting because of dust accumulating inside the chassis. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had noisy images that could not be seen clearly. The issue occurred during an unspecified diagnostic procedure. The procedure was completed using a smilar device. There were no reports of patient harm.